Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the pump was replaced on (B)(6) 2015 for normal battery end of life longevity. Sometime after that, the patient developed increased spasticity (date unknown). The patient was seen on the date of the report for a catheter access port (cap) dye study, which showed a partial disconnect at the pump connector site. During the surgery, it was determined the catheter was properly secured to the pump. There was a breach in a seal or the sutureless connector was the presumed source of the leak. A catheter revision was performed and the pump connector was replaced. The patient was doing much better the next morning. The patient was also taking oral baclofen at the time of the event. The pump was used to deliver baclofen (unknown).